Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt is experiencing starburst, halos, and blurry near vision. The surgeon reported that he is not blaming the lenses, but the pt's inability to adapt to them. In a f/u, the surgeon stated that the pt was able to obtain 20/25 vision, but it is through a haze. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number which is for the fellow eye for this consumer. Additional information was requested on 11/30/2010 and 12/03/2010 by phone, fax, and mail. Additional information was obtained by phone on 12/03/2010. A completed questionnaire has not been rec'd. (B)(4).